Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain"), pregnancy with contraceptive device ("unplanned pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in an adult female patient (gravida 5, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 2011, (B)(6) 2012), preeclampsia, postpartum hemorrhage, placenta previa. Concurrent conditions included irregular menstrual cycle. Concomitant products included bupropion (wellbutrin), clonazepam (klonopin) and quetiapine (seroquel). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches/migraine/headache"), alopecia ("hair loss/hair loss"), dyspareunia ("dyspareunia (painful sexually intercourse)/dyspareunia (painful sexually intercourse)"), fatigue ("fatigue/fatigue"), migraine ("migraine/migraine/headache"), nausea ("nausea/nausea") and vaginal discharge ("vaginal discharge/vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and weight fluctuation ("other injury(ies) or complication (s) please describe: weight fluctuations"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with topiramate (topamax), promethazine (phenergan), phentermine and surgery (hysteroscopy, with d & c laparoscopic total salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and alopecia was resolving, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, headache, weight increased, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea and vaginal discharge outcome was unknown and the dysmenorrhoea, dyspareunia and weight fluctuation had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure did not cause birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013: hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 16-jul-2018: pfs received. Events per pfs: miscarriage, weight fluctuation were added, outcome of pregnancy was updated to spontaneous abortion. Patient's medical history and concomitant medications were updated. Outcome of the events were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("unplanned pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2011, (B)(6) 2012), pre-eclampsia, postpartum hemorrhage, placenta previa and menarche. Concurrent conditions included irregular menstrual cycle, abdominal pain, back pain, ovarian cyst, menometrorrhagia, pedal edema, depression, vaginal pain, decreased appetite, weight loss, urinary incontinence, urgency urination, hemorrhagic cyst, menstrual disorder and anemia. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin) and quetiapine fumarate (seroquel). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches/migraine/headache"), alopecia ("hair loss/hair loss"), dyspareunia ("dyspareunia (painful sexually intercourse)/dyspareunia (painful sexually intercourse)"), fatigue ("fatigue/fatigue"), migraine ("migraine/migraine/headache"), nausea ("nausea/nausea") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and weight fluctuation ("other injury(ies) or complication (s) please describe: weight fluctuations"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with phentermine, promethazine, topiramate (topamax) and surgery (hysteroscopy, with d & c laparoscopic total salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and alopecia was resolving, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, headache, weight increased, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea and vaginal discharge outcome was unknown and the dysmenorrhoea, dyspareunia and weight fluctuation had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure did not cause birth defects. Lefts side-2 coils, right side- 2 coils seen . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, migraine, dyspareunia, headache, fatigue, dysmenorrhoea, vaginal discharge, weight increased . Most recent follow-up information incorporated above includes: on 13-dec-2018: mr received- new event pelvic inflammatory disease were added. New reporter, medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("unplanned pregnancy") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included irregular menstrual cycle. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexually intercourse)"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysteroscopy, with d & c laparoscopic total salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, headache, weight increased, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea and vaginal discharge outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013: hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexually intercourse), fatigue, migraine, nausea and vaginal discharge. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache, weight increased and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, headache, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results: on (B)(6) 2013: hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.